Manufacturer narrative:
An event of thrombus was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2021, a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During implant and subsequent manipulation of the amulet, a large thrombus was noted on the cable and proximal portion of the device. The patient's act was noted to be 300, additional heparin was given, and the amulet was pulled into the sheath along with the thrombus. The thrombus "slowly minimized and sheath was removed to right side of heart. Immediate CT was performed and patient was clean of any cv stroke event. Coherent and stable." The plug was never released from the cable and no device was ultimately implanted. The patient was hemodynamically stable throughout the procedure. The patient was reported to be in stable condition.